Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs confirmed the occurrence of system fault (sf223). Performance testing confirmed sf223 and the device failure to complete its internal self-test. The evaluation determined that the device failures were due to a defective pneumatic block. The pneumatic block was replaced to address these issues. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf223) error message indicating the peep blower failure and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs found the occurrence of system fault 180 indicating a battery charger fault. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the system fault 180 was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for the learn circuit testing failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf223) error message indicating the peep blower failure and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.